Event description:
Info received indicates,the brake will not hold at the head end of the bed.

Manufacturer narrative:
The technician replaced the worn brake caster and adjusted the caster to repair the bed.